Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was found that the lp failed to separate from the delivery catheter. During extraction of the lp from its fixation point, the helix of the lp became stretched. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
The reported event of separation failure was not confirmed. The reported event of stretched helix was confirmed. Final analysis found the outer helix length was out of specifications, consistent with having occurred during procedure. No further anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.